Event description:
It was reported at implant that oversensing was noted when closing the pocket. The physician opened the pocket and was able to reproduce the noise. The lead was then disconnected from the device and checked with the analyzer and found not to be a lead issue as all measurements were acceptable. The physician connected the lead back into the device and the pocket was again closed and noise was noted. Consultation from medtronic technical services indicate that typically the oversensing will go away within a few hours as it is probably a grommet issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.